Manufacturer narrative:
Date of event is approximated since unknown.

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. At an unknown time, thrombus was discovered on the closure device. Boston scientific is currently attempting to obtain additional detail.